Event description:
Note: date of event is unknown. It was reported to boston scientific corporation on september 2, 2008 that radial jaw 4 single-use biopsy forceps were used during a colonoscopy procedure (procedure date and weight unknown). According to the complainant, excess bleeding and a perforation occurred during the procedure. The patient was sent to the ICU. The patient was on aspirin. The patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been discarded. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) of the pertinent lot revealed no anomalies. A review of the complaint database revealed no additional complaints for this lot.